Event description:
It was reported that an infection and erosion occurred. It was also reported that the lobes on the 4195 lead would not undeploy. The coronary sinus was unable to be dilated because access could not be gained to the coronary sinus ostium. The lead was capped. The implantable cardioverter defibrillator (ICD) and remainder leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID# (B)(4) - a proximal portion was received measuring 12 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: dtba1d4 implantable cardioverter defibrillator (ICD) implanted: 2013-(B)(6), 6947m55 implantable tachy lead implanted: 2013-(B)(6), 407645 implantable pacing lead implanted: 2013-(B)(6), (B)(4).